Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds and loss of capture over time. The implantable pulse generator (ipg) experienced pacing issues, and accelerated battery depletion due to the high rv lead thresholds. The rv lead and the ipg were explanted and replaced. No patient complications have been reported as a result of this event.